Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. This device is used for treatment. Root cause could not be determined with information available.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported patient underwent a revision procedure due to infection 2 months post implantation. A synovectomy, washout, and revision of the bearing were performed.